Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they experienced high blood glucose level of over 500 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer reported that they tried everything that they can think of and he had not been able to get his blood glucose within a good range. Customer states that at this time he has reverted to manual injections. The insulin pump was not returned for analysis.